Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement, endoleak and reoperation. Imaging evaluation summary: the imaging evaluation performed by a clinical imaging specialist showed the following: one time-point is available for evaluation; post-implantation cta dated (B)(6) 2024. There is aortic dissection at the level of the celiac and sma. Dissection appears to stop near the level of the renal arteries. Contrast is pooling in the aneurysm sac. Contrast is still visualized in the abdominal aortic aneurysm sac at the level of the proximal common iliac arteries. There is calcium in the rci. There is lack of distal circumferential contralateral limb apposition in the rci. Contrast is visualized outside the distal end of the limb in the rci. Thereby, confirming a distal type I endoleak. All pooling contrast in the sac communicates. Cannot confirm a proximal type I endoleak as there isn¿t contrast outside the implanted devices at that level. Contrast is visualized in the ima and the sac. Cannot confirm ante grade or retrograde flow, however, it is a probable type ii endoleak involving the ima. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular procedure to treat an aortic aneurysm utilizing a gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis. On (B)(6) 2024, the physician became aware of a type 2 endoleak as patient has a left accessory renal feeding the big left kidney tumor. On (B)(6) 2024, the field sales associate was notified by the physician of this event and reviewed images which showed the proximal graft is not well apposed nor the right common iliac artery limb as physician was concerned on the neck enlargement (aneurysm size unknown). Patient has type 1a endoleak on the trunk ipsilateral leg conformable and type 1b endoleak on the contralateral leg. The physician plans on working with a urologist to do a nephrectomy for the tumor and ligate the source of the type 2 endoleak and will refer patient for the type 1a and 1b to the vascular surgeon in las vegas for follow up treatment.